Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke while the knee was extended. The surgeon noted that the flexion and extension gaps were too tight and attributes that as the probable cause of the breakage. All broken pieces were retrieved. The patient did not retain any foreign material.

Manufacturer narrative:
The reported event was confirmed as the product was returned and examined. Examination determined that the inferior and superior side shows signs of wear and repeated use. Part was fractured in two parts. Dimensions were found as per specifications where measured. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to wear and tear from a long useful life of the device and due to the state of the device upon return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that all the trial components were in place and the knee was tested in flexion and extension. The tibial articular surface provisional broke with the knee extended. All the pieces were retrieved from the surgical site.